Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported the tampons are falling apart because she sees small white balls when wiping. She experienced a burning irritation, vaginal inflammation, sharp pain, bleeding, and vaginal discharge. She went to the doctor and was diagnosed with a vaginal infection and prescribed metronidazole and a cream.